Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medial systems corp. (Omsc) for evaluation. The reported phenomenon was not confirmed even though the evaluation was conducted under following conditions. The exterior of the device has no problem. No foreign material came out from the device. The device passed a leakage test. Disassembling the device didn't find any problems. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Since the reported phenomenon was not reproduced, the exact cause is unknown. The foreign material might have come from a rubber part or residue of another device that was being used in conjunction with this device. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection of use the subject device, unspecified black substance coming out of the nozzle of the distal end the subject device. The user replaced the subject device to another unspecified device to complete the unspecified procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.